Event description:
The customer reported that jaws of the device became locked during a procedure, possibly due to too much tissue between the jaws.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.